Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One imp,tsv,3.7,10,mtx,mg (tsvtb10) were returned for investigation with an attached crown. Visual inspection of the as returned product identified that the base of the abutment screw. No pre-existing conditions were noted on the per. The reported product was located on tooth # 3.5 and used for approximately 6.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the hla3/4 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event. Therefore, based on the available information, device malfunctions did occur and the reported events were confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). PMA/510(k): k013227.

Event description:
It was indicated fracture implant head: crown mobility. Also abutment screw fractured. Implant and prosthesis removed.